Manufacturer narrative:
H6. Evaluation conclusion code was updated. Device eval by manufacturer: the device returned to boston scientific for analysis. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The shaft of the device was separated, leaving a large gap in the aspiration lumen from 25-27 cm on the shaft. Regardless of this damage, a functional test was performed according to the instructions for use. The pump was placed into the ultra drive console, and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product. Functional testing of the device showed that at the separation, a large majority of the fluid was leaking from the shaft. The error message and pump assembly leak was not confirmed.

Event description:
Reportable based on device analysis completed on 04oct2021. It was reported that water was leaking from the pump, and an error message occurred. An angiojet ultra pe catheter was selected for use in a pulmonary embolization procedure. During preparation while priming outside the body, water was leaking from the pump. An error message displayed. Another of the same device was used to complete the procedure. No patient complications were reported. However, device analysis revealed shaft separation.

Manufacturer narrative:
Device eval by manufacturer: the device returned to boston scientific for analysis. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The shaft of the device was separated, leaving a large gap in the aspiration lumen from 25-27 cm on the shaft. Regardless of this damage, a functional test was performed according to the instructions for use. The pump was placed into the ultra drive console, and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product. Functional testing of the device showed that at the separation, a large majority of the fluid was leaking from the shaft. The error message and pump assembly leak was not confirmed.

Event description:
Reportable based on device analysis completed on 04oct2021. It was reported that water was leaking from the pump, and an error message occurred. An angiojet ultra pe catheter was selected for use in a pulmonary embolization procedure. During preparation while priming outside the body, water was leaking from the pump. An error message displayed. Another of the same device was used to complete the procedure. No patient complications were reported. However, device analysis revealed shaft separation.